Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one used sample unit was received for evaluation by our quality engineer. Upon visual inspection of the sample, damage was observed on the barrel of the syringe by the 20ml scale marking. When the plunger is moved along the damaged area, the stopper becomes distorted against the barrel walls and leakage occurs. A device history record review did not reveal any documented issues during the production of lot number 1804240 that could have contributed to this defect. The damaged barrel could have been a result of any unintended contact the product had with the manufacturing equipment during the production process. Areas in the manufacturing line where product may come into contact with equipment are protected to avoid damage. Based on the preventive measures in place and the current inspection plan, this has been determined an isolated incident and the recurrence is highly unlikely. Based on occurrence it was determined no corrective action is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer lock syringe there was an issue with leakage. There was no report of injury or further medical intervention.